Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. The up arrow button was not functioning. The customer's blood glucose level was 383 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.